Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) with pure annular dilation and posterior leaflet tethering. One mitraclip cds0702-ntw, 10222r112) was implanted, reducing the mr to trace and grade 1+. There was no device deficiency. On (B)(6) 2021, on the discharge echocardiogram, the mean mitral valve gradient was 10mmhg and mitral valve stenosis was diagnosed. On (B)(6) 2023, the patient was admitted to the hospital for a mitral valve repair or replacement? No additional information as provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported mitral stenosis, associated with a mean mitral valve pressure gradient of 10 mmhg, could not be determined. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
(B)(4) - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). Subsequent to the previous reports, the additional information was received: the operation was cancelled due to imaging findings. The mr remained grade 1+ and had not worsened. The patient had been discharged.